Manufacturer narrative:
The device was successfully explanted and a new device implanted without issue. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the last device check four months ago, the longevity was two years, now this pacemaker at elective replacement time (ert). Boston scientific technical services (ts) discussed the situation but cannot say what happened until the device is returned for analysis. There were no adverse patient effects reported.